Manufacturer narrative:
Convatec is submitting this report as a result of activities related to (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Daughter calling to report end user developed blister fluid filled rash under tape collar that is splotchy and red with itching 1 week ago. Reports had been on IV antibiotics x2 weeks and completed course about 7 to 10 days prior. States removes appliance in shower and washes with antibiotic soap and water then rinses and dries and applied stomahesive powder to rash and dusted excess and then applied wafer with tape collar cut away after rash developed. Recommended to call md to get antifungal powder and reviewed crusting technique.